Manufacturer narrative:
Analysis of the fiber revealed a break at approximately 41.5 inches from the proximal end of the fiber, the break was indicative of a fiber breaking while laser energy being applied, charring to the buffer was noted. The 1/16th heat shrink at the break point behind blue protective sheathing was both bent and burned, with charring of the heat shrink present. The remaining piece exhibited characteristics consistent with a break due to over bending fiber while laser energy applied. The breaking and charring of the fiber and the heat shrink is indicative of a fiber being used on a laser with the fiber being bent beyond the validated minimum bed radius of >7mm. The fiber likely failed due to the bend radius exceeding those stated in the IFU (user mishandling of the fiber).

Event description:
"Too little fiber performance. Under the laser therapy (with consistently poor performance), the probe burned through".